Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the line power light was off after the system was plugged in. The site replaced the fuses with 3rd party fuses which resolved the issue for the case. However, then the line power went out again. Medtronic imaging and navigation were not aborted during the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.